Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to inadequate dimensions that would not fit to the patient's new implantable cardioverter defibrillator. The lead was previously in use with the help of multiple adapters. No additional adverse patient effects were reported.